Event description:
It was reported that during an open sigmoid colectomy procedure, the first device was fired by a resident and it cut but did not staple. The resident claimed they were not able to fire the stapler all the way where they could hear the crunch. The rep was then pulled into the room and answered questions and went over the IFU prior to a second device being fired. Prior to firing a second device, the circulating nurse put gloves on and was able to close the first stapler without issue. A second device was pulled. While preparing for the second anastomosis with a second device, the rep saw the unformed staples in the pelvic from the first device. The second device was prepped and fired; the donuts were inspected. The distal donuts were perfect; the proximal donuts were half formed. When the rep looked at the piece of donut, it was 1/3 of what it should be. The suture was loose. When it was tested with air, it leaked. The procedure had not been completed when the rep departed. No device returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. No device returning; additional information: the rep also inspected the first stapler and there were no donuts and no staples on mayo stand. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.